Event description:
Subsequent to the initial MDR, additional information was provided on 6/2/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient reported that she has not been her pump since (B)(6) 2025 as she was hospitalized because of it. The pump was not providing insulin as the infusion set was not providing the pump information. The bg increased up to 660 mg/dl and the patient was hospitalized for 11 days. The patient could not confirm how or if a dexcom malfunction contributed to the event. The patient declined to provide further information about the event. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.